Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. The clip was prepared and inserted into the steerable guide catheter (sgc) and anatomy without issues. While checking gripper orientation in the left atrium above the valve, one gripper could not lower. After locking the clip to troubleshoot, the gripper was able to lower as intended. The clip was implanted successfully, and the mr was reduced to grade <1. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.